Manufacturer narrative:
Other, other text: h3, h6 - updated one device was returned for investigation in good condition with no physical damage. The event history log shows "high pressure" and "sensor mismatch" alarm messages. The device was functionally tested and the reported problem was duplicated. The complaint is confirmed. The air detector will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: d4: UDI number is unknown; g5: 510k is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air sensor alarm was activating even when no air was observed in the extension set. Per reporter the issue began after the pump had been repaired in the service center. It was reported that there were was no patient injury.